Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01362. The patient had four leads implanted. Three leads had the same lot number. It was reported the patient's occipital leads (off label) were partially eroding. His physician explanted his leads and left the ipg implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.